Manufacturer narrative:
The returned device was evaluated and the exposed portion of the soft cannula was observed to be stretched. Fluid flowed through the complete fluid path. The timing and cause of the observed cannula damage could not be determined. As such, it could not be determined if the observed cannula damage is linked to the reported event. *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event. Locked down smartphone: lockdown omnipod software app version: 3.1.1 smartphone operating system: n5004l-am-q-mv01602-06-01.06 smartphone hardware: n5004l cgm sensor type: g7.

Event description:
A patient reports while wearing a pod between 4 and 24 hours their blood glucose level had rose to 390 mg/dl. As treatment, the patient administered a manual pen injection of insulin.